Event description:
User experienced a decrease in control and pt recovery for ckmb after switching to a new lot of ckmb reagent. User ran 12 pt samples for comparison between the old lot and new lot of ckmb reagent. The original samples were run on (B)(6) 2009 or (B)(6) 2009. No info provided to determine the exact date each sample was initially run. Original sample tubes were lithium heparin, and were re-spun prior to repeat testing. The following 10 pt results were discrepant. Sample 1, initial gave 6.67; repeat gave 5.18 ng per ml. Sample 2, initial gave 3.43; repeat gave 2.28 ng per ml. Sample 3, initial gave 5.40; repeat gave 4.06 ng per ml. Sample 4, initial gave 4.88; repeat gave 3.95 ng per ml. Sample 5, initial gave 2.95; repeat gave 1.80 ng per ml. Sample 6, initial gave 3.90; repeat gave 2.71 ng per ml. Sample 7, initial gave 4.17; repeat gave 3.00 ng per ml. Sample 8, initial gave 2.75; repeat gave 1.58 ng per ml. Sample 9, initial gave 4.06; repeat gave 2.85 ng per ml. Sample 10, initial gave 4.39; repeat gave 3.34 ng per ml. User said she did not believe that any erroneous results were reported. No pts adversely affected. If add'l info is received, appropriate notification will be provided.